Event description:
Reporter alleged obtaining a discrepant blood glucose result of 270 mg/dl back to back with a result of 64 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated that he was experiencing some hypoglycemic before he began testing and he self-treated with orange juice. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.